Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2, pump error 80 or pump error 28 alarm noted. However, pump error 53 alarm found in the pump history (line number = (B)(4) and file number = (B)(4)). Unable to determine root cause per r and d. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
Customer reported via phone call that their insulin pump had a pump error. Customer's blood glucose level was unknown. Customer stated pump was not exposed to a high magnetic field. Customer was assisted with performing displacement test and self test and both passed. Customer stated alarm occurred during basal delivery and not during rewind. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.